Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump components and attempting to load a new cartridge, but the issue was not resolved. The customer reverted to manual injections for insulin therapy.